Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [0148614] was not found for the reported catalog # [306546]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to press in during use. The following information was provided by the initial reporter: "the problem is this, when flushing the plunger moves smoothly, but then at approx. 5ml left the plunger stops and will not allow you to advance it any further. Not sure what's causing this."

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to press in during use. The following information was provided by the initial reporter: "the problem is this, when flushing the plunger moves smoothly, but then at approx. 5ml left the plunger stops and will not allow you to advance it any further. Not sure what's causing this."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0148614. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two picture samples received for evaluation by our quality team. Both photos show a syringe of the area where the barrel label is and show the syringe with the plunger rod-rubber stopper at the 5ml. As a physical sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.